Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing in the ventricular channel and high pacing impedance were observed. Lead was extracted.

Manufacturer narrative:
Combination product: yes. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2025 recorded the stable pacing impedance around 600 ohms and the stable shock impedance around 100 ohms. Furthermore, the shock impedance test during follow up showed a value >150 ohms. The analysis of the provided iegm episodes no. 461 from (B)(6) 2024 and no. 686 from (B)(6) 2024 revealed artifacts on the ra and rv channel, which led to oversensing. Upon receipt, the lead under complaint was found cut 14.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 29 and 17 cm proximal to the lead tip as well as between 19.5 and 16.5 cm proximal to the lead tip. These insulation damages are assumed to be the root cause of the reported oversensing. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Furthermore, the rv shock coil was stretched and the fixation helix bent, which probably occurred during the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.